Manufacturer narrative:
The problem was due to a component failure (power circuit). We are unaware about patient injury.

Event description:
The laser system has the following problem: "laser does not emit" no adverse effects to patient were reported.